Manufacturer narrative:
Product analysis results: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 7753500, 510k #: k082728, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- c5-6 fracture-dislocation, c4-6 lateral mass screw, c7 pedicle screw procedure- cervical decompression and fusion was performed at c4-7 (lms was used at c4-6, and pedicle screw was used at c7) it was reported that intra-op, during provisional fixation of mas crosslink locking screw, the hex part of the crosslink set screw broke. Crosslink placement was given up. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No any fragment of the implant remaining in the patient. No patient complications were reported due to this event.